Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "unilateral right-side capsular contraction, baker grade iii/IV."

Event description:
Healthcare professional reported "unilateral right-side capsular contraction, baker grade iii/IV implant exchange." The device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, wear abrasion and crease fold. A microscopic analysis was performed which identify no other observation. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Healthcare professional reported "unilateral right-side capsular contraction, baker grade iii/IV implant exchange." The device has been replaced.